Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by provider that the irc10lxo2 concentrator will not alarm and need a on/off switch. Unit is a rental with 3853 hours.